Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Patient has presented with pain and tenderness along the upper right side edge of the patch. Dr. Is able to palpate the ring, where her tenderness is localized. No evidence of infection, seroma or protrusion through the skin.